Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery does not charge. In addition it was reported that the wake button was delayed in responding to pressed. The customer's blood glucose level was 100 mg/dl. Customer continued to use the current pump for insulin therapy.